Manufacturer narrative:
Patient city: (B)(6). Patient country: denmark. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that, the patient experienced issue of infusion set cannula being kinked on (B)(6) 2024. The issue occured within 1 day. This issue led to an increase in blood glucose level for which the patient was admitted at 9 pm on (B)(6) 2024, during hospitalization the patient was tested for ketones at level 3.5 and also felt sick and felt unwell. During hospitalization the patient was treated for high blood glucose with intravenous fluid. No further information available.